Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 26 mg/dl, 21 mg/dl, and 80 mg/dl within 1 minute on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product is not available to return for evaluation.